Event description:
Patient's meter would not power on and reported having gestational diabetes. They reported feeling thirst, drowsy, and their heart had been beating fast. They reported eating something following the attempted use of the meter. They went to visit their physician the following day because they were unable to obtain a blood glucose reading. The physician's meter (unknown) read "296 mg/dl". No treatment was administered at the physician's office. The customer service representative walked pt through inserting a test strip with the contact bars end first and facing up and pressing the "m" button. The meter would not power on. The customer service representative had the patient check that the batteries were good and they were correctly installed (positive + side up). The meter was replaced due to an unresolved power issue.